Event description:
During review of programming history, it was noted that this patient¿s device was interrogated at settings indicative of a faulted diagnostic test. No adverse events have been reported as a result of this.

Manufacturer narrative:
Analysis of programming history.